Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected. Affected channels were noticed during in situ measurements. Re-implantation surgery is considered but no date for the surgery has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device is affected. Affected channels were noticed during in situ measurements. The user has been re-implanted.

Event description:
Hearing performance with the device is affected. Affected channels were noticed during in situ measurements. Re-implantation surgery is considered but no date for the surgery has beens scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Hearing performance with the device is affected. Affected channels were noticed during in situ measurements. The user has been re-implanted.